Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res replaced the motherboard, sensor board, actuator/test board, function board, and acid reed switch assembly to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008k2 machine with a reported burning smell and ic8 on the sensor board was bad. There was evidence of charring on the ic8 chip. The res replaced the sensor board, mother board, actuator board, functional board, reed switches and the power logic cable then recalibrated the machine to resolve the reported issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, no harm, or adverse event reported. The machine has been returned to service.